Manufacturer narrative:
Based on the returned device and reported event, it is likely that the cause of the failure mode was insufficient mechanical properties to withstand the impaction forces applied, leading to cracks in the shaft which propagated through the entire during the reported event. The impaction forces may have exceeded the mechanical properties due to potential off axis loading or a tight disc space and this may have been contributed to from wear on the devices over previous repeated uses.

Event description:
It was stated that "prolift inserter broke into two parts. The break happened in between the handle and the shaft upon the insertion of the cage."